Event description:
Oversensing and noise relative to the subject lead were reported. Considering the fsn associated to the subject lead model, the physician decided to re-intervene, and the lead was explanted and replaced.

Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.